Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-199mg/dl fasting. Verified the strips expire 11/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: 60mg/dl, (B)(6) 2016 , n/a, fasting:yes. 2:50mg/dl, (B)(6) 2016, n/a, fasting:yes. Memory concerns: 60, 50. Customer states her new meter and test strips are still running very low as she received results of 60 mg/dl and 50 mg/dl. Customer is very worried, as taking humalin ru 500 insulin for diabetes management, customer wants to know whether or not change the normal dosage or not. Customer unable to provide time for meter's results. Customer states she has recently been instructed to begin a low-carb diet.